Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 1,000.0 mcg/ml of baclofen at 355.8 mcg/day; 5.0 mg/ml of morphine at 1.7791 mg/day; 30.0 mg/ml of bupivacaine at 10.675 mg/day; and 150.0 mcg/ml of clonidine at 53.37 mcg/day. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and shaft wear on the lower shaft of gear number two.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain and radiculopathy. It was indicated the patient¿s pump and catheter were replaced on (B)(6) 2017. The pump was returned to the manufacturer. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.